Event description:
It was reported that the display was showing ¿call your doctor¿ icon. On (B)(6), the call your doctor screen came up on the recharger or patient programmer, the patient couldn¿t remember. The patient called the healthcare provider (hcp). There was no stimulation sensation. The patient had not had any stimulation since (B)(6). They patient had the implant to help with pain in the leg and had been in terrible pain. The patient had the recharger on her skin and could feel the stimulation. It was recharging and had all coupling boxes. The implantable neurostimulator (ins) picture was only shaded about ¿one block¿. The patient had not tried recharging since (B)(6), because she got the doctor picture up on the screen. The patient was not sure if there was a code. The patient thought it might had said end of service (eos) but was not sure. The ins was ¿out¿. The patient was going to keep recharging to see if the ins would recharge. The patient had the manufacturer representative adjust simulation about 5 months prior. It was later reported that the display was showing ¿call your doctor¿ icon and a 376 antenna test-temp failure error code was reported. There was a broken external antenna. No medical or therapy problem was reported. No out of box failure was reported. The patient was charging for about an hour and the picture of the doctor came back on. The patient was seeing 376 the day of the report.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient did not visit the healthcare provider (hcp) about this event. They had their patient programmer replaced. The patient had the equipment replaced and that resolved the issue. The patient was not still having problems with their system.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2009, product type: lead. Product ID: 37743, serial# (B)(4), type programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).